Event description:
Reamer was broken while reaming the tibia. Since surgeon could not extract the device, surgeon made a hole on the lower tibia and extracted the guidwire. After surgeon removed the round ball on the tip of the guidewire with a pin cutter, surgeon inserted the other reamer through the guidewire and tried to push the broken reamer from distal to proximal. Although surgery was extended 2 hours and the pt received an unexpected injury on the lower tibia, the broken reamer was extracted and surgery completed.